Event description:
Angioplastic balloon on catheter did not deflate and upon attempt to remove balloon cahteter out of patient, the distal end of the catheter with balloon broke off and lodged in patient's right iliac femoral artery. Balloon had to be surgically removed.other devices in use at time of procedure was a fluroscope and sheath.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, balloon, component failure. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.